Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited high, rising and unstable thresholds and decreasing im pedances. The leadless ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.